Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13b07048 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis.